Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the device got wet in the ocean and the keypad was not responding. Customer attempted to dry the device with a hair dryer on mild hair dry and removed battery. Customer reported the sensor was still communicating with device, he just couldn't navigate though it. Customer's blood glucose was 190 mg/dl. Customer stated there was a drop of water on the screen and also had an unexpected restart alarm. Fluids were under the lcd display. The device was not dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage at the motor and electronic assembly. The unexpected restart error alarm could not be tested due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.